Manufacturer narrative:
The device was not returned for evaluation. The serial number nor the model have been provided and therefore a service history could not be performed. The most likely cause of the reported event could not be determined. If additional information becomes available, the report will be supplemented accordingly.

Event description:
Olympus received legal action document which alleges that a patient was injured in (B)(6) 2012 during a laparoscopic hysterectomy procedure with the use of an olympus power morcellator. The patient reported that sometime after the procedure, she began having abdominal pain and other problems. In (B)(6) 2017, the patient had abdominal surgery at which time problematic tissue including leiomyomas (or fibroids) were removed. The patient stated that she was unaware that with normal use of the device, tissue spread to other parts of her body including her abdomen and pelvis allegedly causing injury and severe, adverse health conditions.